Event description:
Bed has no head hilow up function.

Manufacturer narrative:
Account is getting no solenoid voltage to the head hilow up solenoid. Account replaced the pcm to repair the bed. Hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.